Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Cartridge the analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload loaded on the device. It was noted that the cartridge deck was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It is possible that the device was clamped over a hard object, causing the damaged to the cartridge deck. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported by the sales rep that during an open unknown procedure, the firing knob did not move forward at all. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient.